Manufacturer narrative:
(B)(4). The customer returned an introducer needle for analysis. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was slightly rough and uniform. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed and no relevant findings were identified. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. A device history record review was performed and no relevant findings were identified. Based on the sample provided, design caused or contributed to this event. Further investigation of this issue is being performed under a CAPA.

Event description:
It was reported that "the needle hub is broken off" during use. No patient harm was reported. The patient's condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the needle hub is broken off" during use. No patient harm was reported. The patient's condition is reported as "fine".